Manufacturer narrative:
(B)(4). The ivus catheter was received in damaged condition. The extended single lumen (esl) was intact but stretched. The transducer and distal tip were missing thus exposing the microcables. It was reported that all portions were retrieved from the pt without any incident and the separation did not arise until it was removed from the pt. There were no adverse event reported and the pt was discharged as planned. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The IFU statement indicates that the device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use. If resistance is encountered during pullback, remove the entire sys (guide wire, ivus catheter, sheath/guide catheter) at the same time. No further action is required.

Event description:
The MFR rep was present during the case and reported that after completion of the procedure, the ivus catheter was bound on the wire. The ivus catheter and guidewire were removed from the pt together as a single unit. In an attempt to remove the catheter from the guidewire outside of the pt's body (about 3 feet from the entry site), the catheter was separated from the shaft. It was reported that all portions were retrieved from the pt without incident. There was no pt impact or injury and the pt was discharged as planned.